Event description:
Covidien received info stating that while in use on a pt an 840 ventilator generated a device alert that rendered it inoperable. The pt was removed from the ventilator and placed on an alternate ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device verified error codes in the memory log relevant to the reported event. The cse was not able to duplicate the malfunction. The cse ran the ventilator on a test lung and performed calibrations and extended self-testing all tests passed. Covidien reference: (B)(4).